Event description:
Complete failure of zoll pacemaker/defibrillator. Device did not affect pt outcome, however device did not present any indications of pending failure. May complicate pt outcome in future pts. Device was used without problems 3 times prior to this incident the day before.